Event description:
User reported that a sample tested for free t4 was too low. The sample originally reported 0.778 ng/dl. Repeat result using different methodology was 1.3 ng/dl. The original result was reported, but the patient was not adversely affected. The field service representative could not determine a cause, but noted that a parameter failed during a performance check. As a result of this parameter failure, he replaced the measuring cell. Performance tests were performed and were within specification. It was also noted there is a known difference in the reference ranges for the two methodologies involved in the comparison.